Manufacturer narrative:
Additional information was received indicating that no patient was involved in this event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Review of the event history log showed the pump displayed "power lost while pump was on" messages. Visual inspection showed no damage to the pump. Functional testing was unable to duplicate the reported issue. The microprocessor unit board was replaced as a preventive action. Despite evidence of the reported issue in the pump's event history log, the investigation was unable to duplicate the reported issue and the problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump shut down by itself. No adverse effects were reported.